Event description:
It was reported that the metal face detached from the head of the probe unit. Further, the piece was retrieved and no harm to the pt was reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.